Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the pump was pulled out the customer's pocket, the patient line separated from the cartridge. The reported issue did not impact the customer's blood glucose level. The customer loaded a new cartridge and resumed insulin delivery.